Event description:
It was reported bthat during a laparoscopic incisional hernia procedure, the surgeon was using the device and withdrew the device from the patient, on removal, outside of the patient's abdomen, the active blade broke off mid length in a vertical fracture. The case was not delayed but they did get a new device out for further use. It is not clear if the blade touched a metal object whilst being activated however it was noted that the surgeons commented that they heard a funny noise (potentially coming from the generator- gen04) prior to the event. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.